Event description:
The customer reported via phone call that she went into the pool wearing the insulin pump. Customer stated there is fluid under the lcd display. Blood glucose value was 130 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No moisture damage found on the electronic assembly, motor, battery tube and vibrator assembly however, moisture damage was found on the keypad traces during visual inspection. The insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.